Manufacturer narrative:
Further investigation and testing was done to determine if any theory could account for the incident. The tests/investigations were unable to simulate any conditions that would lead to the burning incidents. Based on these results toshiba concludes the incident was not caused by our product.

Event description:
Pt had her left knee scanned in magnetic resonance imager. During the scan she had no complaints. The pt is approximately 5'6" and 280-300lbs. The tech pulled her out during the scan to check on her. She had no complaints during or immediately after the procedure. After the pt arrived home she called back and complained of redness and pain on her right thigh. The technologist informed the radiologist and he instructed her to tell the pt to come into the emergency room to be examined. Pt came into the hosp the following afternoon approximately 1500. Pt treated for small burn and instructed to continue treatment with her family physician.